Manufacturer narrative:
No device malfunction occurred. There was no on-site service provided. The sc provided assistance to the biomedical engineer with exporting the audit log. Per communications with the biomedical engineer, there were no issues found with the philips equipment, and this was determined to be due to user error per risk management. Risk management would not provide any further details on the issue and/or the patient. Patient information requested not available at time of report.

Event description:
The biomedical engineer called requesting assistance exporting the audit log. The patient died.